Manufacturer narrative:
It was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Our lenses are intended to be used with zeiss specifically recommended accessory support devices. Thus, the lens was being used off-label. Based on the information provided, the risk assessment for the lucia product, and our experience we have determined that the following factors may have caused or contributed to the reported issue, but not limited to: · lens placement technique, · loading strategy, · poor handling during folding and inserting. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.

Event description:
It was reported that as the doctor was inserting the CT lucia 602 lens into the eye, he noticed there was a scratch on the lens. He proceeded to retract the lens and used a zeiss back up lens to complete the surgery.